Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope bending rubber had defects. Upon inspection and testing of the customer returned device, the adhesive of the scope distal end (objective lens / lg lens) was chipped or peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during inspection. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress on the tip from outside the scope, chemical attack due to chemicals, or consequences of incorrect sterilization processes. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "The methods listed as ¿compatible¿ are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Additionally, the device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the bending section adhesive is cracked and chipped, the cable tube unit is twisted, the m plug unit is cracked, and the light guide mount ring painting has slightly melted. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.